Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. Excessive stresses were applied to the video connector terminals by the user handling when inserting the endoscope and the terminals were buckled. Aging deterioration may have caused the defect because 5 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Event description:
During the procedure, the user found that the endoscopic image flashed when the device connecting part was shaken. The user completed the procedure with the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.